Event description:
It was reported that the device was leaking air during testing at the manufacturer. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the dynamic seal of the device was worn.